Manufacturer narrative:
Medical device problem code of ¿appropriate term/code not available¿ represents the code of patient event non-serious. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was too tight on the groin when advancing in the femoral vein. It was reported that the physician felt the sheath was too tight on the groin when advancing in the femoral vein. He pulled out to check and found no fracture found on the sheath. He tried to insert again and had the same issue. Thus, the physician was uncomfortable to continue using the sheath. The procedure was not delayed due to the reported event. The procedure was not successfully completed. There were no patient consequences. Based on the available information, this was assessed as a patient event non-serious with absence of treatment because it was reported that the procedure was not successfully completed, and the physician was uncomfortable to continue using the sheath. Request for additional information regarding the event has been sent. The issue with the sheath's failure to advance was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Additional information was received on 9-aug-2022. It was reported that the sheath did not have a rough/abrasive surface. The procedure was completed when the sheath was replaced with a competitor¿s sheath. Therefore, the concomitant product section was updated. The patient was under general anesthesia. The entire procedure took three hours. The physician attempted transseptal puncture with another sheath and proceeded with the procedure. The patient did not require extended hospitalization. No intervention was provided or needed. The patient fully recovered (no residual effects). Based on the additional information received where it was confirmed that the procedure was completed, the codes of h 6. Medical device problem code of ¿appropriate term/code not available¿ which represented the code of patient event non-serious, as well as the h 6. Health effect - impact code of ¿absence of treatment (f1001)¿, were removed. In addition, the h 6. Health effect - impact code of ¿no health consequences or impact (f26)¿ was added. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 05-oct-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was too tight on the groin when advancing in the femoral vein. Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. The visual analysis revealed that the soft tip was bumped. The soft tip condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device 50000013 number, and no internal action related to the complaint was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).